Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (cr-s) results generated by the unicel dxc 600 pro synchron clinical systems on two samples. The initial cr-s results were: 0.02 mg/dl and 0.14 mg/dl. Customer recalibrated the instrument and re-tested both samples for cr-s. The repeated results were 1.00 mg/dl and 0.89 mg/dl. The results were believed and reported out of the lab. The erroneous results were not reported out of the lab. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
There was no qc issue on the day of the event. Service had the customer recalibrate the cr-s. There have been no other incidents reported. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.